Event description:
It was reported that during a thoracic procedure, the first device locked out on tissue. The device wouldn't open (red reverse pushed and gray handle would not move). Surgeon then attempted to fire second and third device alongside first and they would not fire at all. The case was completed with by firing a fourth device alongside first "stuck" device (same product code but different lot number). It is unknown how long case was delayed. There were no patient consequences reported and patient is doing fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The device would not fire.

Manufacturer narrative:
(B)(4).screw up statement: upon review of the event, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.